Manufacturer narrative:
The devices were manufactured in baxter healthcare ¿ (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps leaked; further described as all minicaps in the box ¿are wet by the iodine¿. It was stated that the pouches did not have any holes, however, there was iodine all over the pouches, inside the pouch, and all over the minicaps. This was observed prior to use for peritoneal dialysis therapy. The customer said they wiped off the minicaps and used them on the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.